Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Event description:
Six months post implantation, pt presented to emergency room. Pt was determined to have pericardial tamponade due to hemopericardium. Acidosis, low output for serveral hours. Surgical intervention consisting of pericardial window, repair of thin laceration of anterior wall (la side of septum), retro-aortic. Area covered with dacron and atrial tissue from edges of defect buttressed over the top, creating a thick layer of tissue between the device and the aortic root. The device was left in place. No injury to aorta on inspection. The pt tolerated the procedure well and was discharged home 3 days post op. Pt was re-admitted to the hosp one week later with pericardial effusion. Pericardiocentesis performed and clear fluid removed. Pt was discharged in good condition and is now doing well.